Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual examination and functional tests were performed. Device evaluation could not confirm the reported condition of an overinfusion. The root could not be determined. This device is a single use device and was discarded. Batch review determined that no nonconformance reports were documented for this lot. A follow up report will be submitted if additional information becomes available.

Event description:
It was reported in a service report that beds were delivered to hospital with the wrong pinouts / priority settings. No adverse consequences were reported.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that an infusor lv 5 device overdelivered during patient use. The device infused an unknown patient with 30 milliliters 5-fluorouracil and 180 milliliters saline in 27 hours, which is more than 10 hours quicker then was expected by the facility. No patient injury or medical intervention was reported. No additional information is available at this time.